Event description:
The pt had the device implanted for bilateral reconstruction on (B)(6) 2010. On post-operative day 10, the pt developed a faint discoloration, which quickly resolved. The pt then developed a rash bilaterally at 4 weeks post-operatively. This resolved in a week. The pt then developed purplish discoloration on the left breast only superficial skin excoriation that progressed to skin breakdown. The physician consulted with other physicians, who stated there are a number of reasons for the event to occur, but the implanting physician believed this to be an allergic reaction to the device. The implanting physician stated he washed the device several times in saline prior to implanting. The complaint was originally evaluated as being unrelated to the device, since the pt had the device placed bilaterally and the left breast was the one exhibiting the discoloration and skin breakdown. Lifecell is now reporting as a serious injury requiring medical intervention that the device may have contributed to. As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
Method of eval: review of the info reported. Review of the device history records. Query of lifecell's complaint management system for any other complaints reported against devices distributed from lot s10704. Results of eval: review of the device history records resulted in no remarkable findings, with no deviations or non conformities related to the nature of this complaint. At the time of initial investigation, there were 175 devices from complaint related lot were distributed, with no other complaints reported to lifecell against this lot. Conclusion: based on internal investigation the complaint related lot met qc release criteria. Lifecell is now reporting as a serious injury requiring medical intervention that the device may have contributed to.